Manufacturer narrative:
The subject ar-t10e was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ar-t10e to identify the root cause of this failure phenomenon when omsc receives it. The exact cause of the reported event could not be conclusively determined at this time. The ar-t10e instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the endoscope lock knob of the subject ar-t10e broke off. The user replaced the subject ar-t10e with the similar device and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The subject ar-t10e was returned to olympus medical systems corp. (Omsc). As the result of investigation, the breakage was found at the endoscope lock knob of the subject ar-t10e. The exact cause of the reported event could not be conclusively determined, however omsc assumes that the cause of the damage on the subject ar-t10e is that an unexpected excessive load was applied to the endoscope lock knob when the endoscope was locked. The ar-t10e instruction manual states the corresponding method when the user attach endoscope to the ar-t10e.